Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a check saline supply error message. An angiojet® solent¿ proxi catheter was selected for a common femoral artery and a superficial femoral artery thrombectomy procedure. The catheter was primed properly. There was a check saline supply error, aspiration was lost and the catheter would not work in the patient. The procedure was successfully completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a check saline supply error message an angiojet® solent¿ proxi catheter was selected for a common femoral artery and a superficial femoral artery thrombectomy procedure. The catheter was primed properly. There was a check saline supply error, aspiration was lost and the catheter would not work in the patient. The procedure was successfully completed with another of the same device. There were no patient complications reported.